Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar disc herniation. After posterior l3-l5 laminectomy, spinal canal decompression, l3-s1 discectomy, bilateral nerve root release, bone graft and posterolateral fusion from body bone and artificial bone was performed. Intra-op, screw of the crosslink broke. The broken implant was explanted completely; and was replaced with a new one. No patient complications were reported due to this event.